Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received indicating a new pacemaker system was implanted to the right side. The leads were capped and replaced and a new non-abbott device was implanted. There was no alleged malfunction with the pacer. The patient was in stable condition. Related manufacturer reference: 2017865-2017-02504.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference: 2017865-2017-02504. During follow up, noise on the atrial channel and several automatic mode switch episodes were noted. During these episodes, loss of capture was observed on the ventricular channel and the ventricular threshold trend had several out of range measurements. No action has been taken at this time. Both the atrial and ventricular leads remain implanted and will continue to be monitored. The patient is in stable condition.